Event description:
It was reported that this system exhibited shock impedance measurements greater than 200 ohms in all vectors except distal coil to can. A boston scientific technical services consultant discussed a potential issue with the proximal coil and recommended programming options and testing to confirm normal device operation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.